Event description:
It was reported that the user experienced fluctuating blood glucose with highs up to 400 mg/dl and lows to 70 mg/dl, associated with inconsistent meal announcements and subsequent use of the ilet correction bolus and carbohydrate intake to self-correct. Symptoms included none reported. Outcomes included transient hyperglycemia lasting more than 90 minutes and hypoglycemia corrected with fast-acting carbohydrates without external assistance or medical intervention. Investigation included troubleshooting and user education regarding meal announcements, correction bolus behavior, and the 15-15 rule to avoid overcorrection. Investigation of this case revealed user-related use error consistent with delayed or missed meal announcements leading to aggressive correction dosing and subsequent rebound lows, with the device alerting for both high and low glucose as designed and no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect use and inadequate adherence to use instructions.